Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices was not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at the thoracic incision site. Symptom was redness. The physician did not believed that the infection was device or procedure related. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Event description:
A report was received that the patient developed infection at the thoracic incision site. Symptom was redness. The physician did not believed that the infection was device or procedure related. The patient was prescribed antibiotics. The patient underwent an explant procedure.